Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Per the instructions for use, device malposition and paravalvular leak (pvl) are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the extreme lvot calcium caused the valve to move aortic upon the first two inflations. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2015-01866.

Event description:
During the transfemoral procedure, the sapien xt valve was positioned 60:40 aortic/ventricular (a/v) across the native annulus. Pacing was performed and pressure dropped to allow for valve deployment. During slow deployment, the valve migrated in the aortic direction. The physician attempted to push the valve lower into the annulus without success and the valve was deployed with the lower portion of the stent at the level of the nadirs of the cusps, too high (100:0 a/v). There was severe paravalvular leak (pvl). A second valve was prepped and delivered across the first valve. The valve was positioned 40:60 a/v and the balloon was again slowly inflated. The valve began to ride up as the physician attempted to advance the valve lower to have the stent of the second valve to be 1/3 lower than the first. The valve rode up all the way to same level of the first placed valve. There was severe pvl after the second valve and post dilation was attempted to stop any pvl without success. The two valves were then noted to be moving aortic upon inflation of the balloon. Another valve was prepped and delivered beginning with the positioning 30:70 a/v. The valve moved ventricular during deployment and ended in a position with the top of the third valve at the bottom of the first two valves. Final position of the valve was 30:70 a/v which was low but acceptable. Pvl was graded as mild and patient was closed percutaneously. The physicians believed the heavy calcium burden of the lvot contributed to the aortic movement upon deployment. The native annulus measured 22.7x27.0 with severe valve and leaflet calcification and severe aortic root calcification.